Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pins inside the usb port appears to be bent and the pump is unable to be charged successfully despite the attempt of multiple usb cables. The charging supplies were also confirmed to be charging another device successfully. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.